Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a 650mm abdominal thoracic dissection. It was reported that 5 months later the patient presented emergently with chest pain and later died in the emergency room before any stent graft could be implanted. As per the physician, disease progression distally was identified with the cause of death related to rupture. No additional clinical sequelae were reported and the patient is expired.